Event description:
This is filed to report cardiac arrest. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted an enlarged atrium was present. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). However, after removal of the dilator, patient went into cardiac arrest. The sgc was immediately removed, and cardiac compressions were performed. The patient was successfully stabilized and the mitraclip procedure was discontinued. The physician did not know what caused the cardiac arrest. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported cardiac arrest could not be determined. Cardiac arrest is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.